Event description:
A non-health care professional reported that the surgeon had intended to perform laser-assisted in situ keratomileusis instead of the previously agreed-upon photorefractive keratectomy, however, the patient also experienced panic attacks, post-traumatic stress disorder, psychological damage, frequent emotional breakdowns, and thoughts of suicide, along with this irregular asymmetric vertical astigmatism and vision issues where contrast sensitivity was lost, especially in low light or at night, large blinding starbursts surrounding all light sources, glare, under correction of post operative spherical equivalent was more than one diopter and blurred vision was more than two lines in the left eye of a patient during lasik surgery. The patient was recommended for retreatment. There are multiple related reports for this event. This report addresses patient bw¿s left eye and other manufacturer reports will be filed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.4., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the surgery date. Latest preventive maintenance confirmed device met specifications as per service installation record. Logfiles have been requested but not provided therefore logfile analysis cannot be performed. Based on the provided post-op topographies, laser performed as intended. The postoperative topography shows an overcorrected astigmatism. No irregularities to be confirmed on topography. We cannot say what finally might have led to the overcorrection, a more detailed analysis cannot be performed based on the provided information. Root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).